Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported the patient experienced syncope.

Event description:
It was reported that the patient presented to the emergency room in complete heart block. The patient was bradycardic. The patient's right ventricular (rv) epicardial lead was recording high impedance. In addition, intermittent capture was noted on unipolar setting, and no capture with bipolar setting. A polarity switch/lead warning had occurred. A lead fracture was confirmed. The patient's rv epicardial lead was made inactive and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).